Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to infection. All components were removed and a cemented femur with an all-poly tibia were implanted (it was not reported to the rep if that was a stage 1 construct or a single-stage construct).